Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: available expertise files and back office activity logs were extracted and analyzed, but the reported issue could not be confirmed. According to available data, the reported late alerts were generated and transmitted within a few minutes, and the associated emails were sent shortly after. Therefore, the root-cause of the reported issue could not be determined.

Event description:
Reportedly, an alert scheduled at 7:00 was only sent at 14:00 (japanese time) for an unknown reason.

Event description:
Reportedly, an alert scheduled at 7:00 was only sent at 14:00 (japanese time) for an unknown reason.